Event description:
Home pt (hp) reports leak in pt extension line tubing noted during initial drain of apd treatment. Exact location of leak not noted by hp. Hp reports baxter technician assisted the pt in ending treatment at that time and restarting with new supplies. No pt injury or medical intervention required per hp.